Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the xience prime 3.5 x 18 mm stent was implanted in the proximal left anterior descending coronary artery (lad). On (B)(6) 2015 the patient had precordial discomfort, accompanied by chest tightness, and shortness of breath. The patient was admitted to the hospital on (B)(6) 2015. Medication was given and the condition resolved on (B)(6) 2015. The patient was discharged home. There was no adverse sequela. No additional information was provided.